Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. `there was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.